Event description:
User was leaning forward on the arm rests of wheelchair seat. The arm rests "let go" and pt fell out of the seat. The "arm rail" that provides support to the arm rests is reported to have broken at a weld, which is reported to have been repaired locally.